Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the gluc3 (glucose hk gen. 3) assay on a cobas 8000 c 702 module. The sample initially resulted in a glucose value of <0.1 mmol/l, accompanied by a data flag. The patient sample was repeated, resulting in a value of 5.2 mmol/l. The questionable result was not reported outside of the laboratory. The gluc3 reagent lot number was 613974, with an expiration date of 31-may-2023.

Manufacturer narrative:
Upon review of the alarm trace, multiple sample clot alarms were observed. The field service engineer checked the analyzer and it is working properly. No further incidents have occurred. The investigation determined the issue is consistent with a sample specific issue related to pre-analytic handling.